Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit was twisted, noise occured and no image or bad image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when moving the cable, the screen showed pink and green artifacts during an unspecified procedure involving an olympus camera head. There was no patient injury reported.